Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked from the foley catheter due to a possible internal lumen leak during pre-test. The event occurred during pretest. There was no balloon rupture or tear. The water leaked from the shaft. No materials possibly came in contact with the catheter.

Event description:
It was reported that the sterile water leaked from the foley catheter due to a possible internal lumen leak during pre-test. The event occurred during pretest. There was no balloon rupture or tear. The water leaked from the shaft. No materials possibly came in contact with the catheter.

Manufacturer narrative:
The reported event was confirmed cause unknown. One sample were confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used foley catheter. Visual inspection of the sample noted attempt to inflate the balloon and leak observed from the eye. A potential root cause for this failure mode could be "water lost via permeation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] · method for use: 1. Since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under th e physician¿s instructions by reference to the section ¿troubleshooting¿. 2. When deflating balloon, allow balloon to deflate on its own; do not aspirate with a syringe. The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed. 3. When catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, damage, etc. Before inserting a new catheter. Fragments of the balloon or segment of catheter may remain in the bladder. 4. When inserting catheter with a stylet, confirm that the stylet has reached the tip of the catheter, and then insert without pulling them back. Otherwise, the stylet may exit the side hole to damage the urethral mucosa. · caution should be exercised in the following patients: · use with great care for patients with disturbance of consciousness, etc. When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder. [Contraindications & prohibitions] · method for use: 1. Do not reuse. 2. The balloon and shaft of catheter should not be pinched with forceps, etc. And avoid contacting the catheter with a blade or sharp -edged devices. The re is a strong likelihood that breakage or inadvertent removal of catheter, or rupture of balloon will occur, and that inability of balloon to deflate may make removal of the catheter difficult. · this product is contraindicated in the following patients: 1. Patients with a past history of allergic reactions to natural rubber. [Prohibited concomitant use] 1. Do not use ointments, contrast medium or lubricants having oily base, including the mineral oil such as white petroleum, vegetal oil such as olive oil, or animal oil and fat. They will damage catheter and may cause balloon to burst. 2. Do not wipe catheter surface with organic solvents such as alcohol. 3. No substance except sterile water should be used to inflate the balloon. If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.